Event description:
A trilogy 100 ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, it was determined the blower required replacement due to a "check circuit" alarm. Additional findings not related to the malfunction/issue: the base and front enclosures and the keypad required replacement due to cometic damage. However, the device was returned to the customer remediated but not repaired.